Event description:
During an unk pt procedure the reamer was found to be dull. There was no surgical delay, pt/ user harm or other adverse events reported.

Manufacturer narrative:
It has been communicated by the customer that the device will be returned to greatbatch medical for eval. Once (B)(4) receives the device an investigation will be performed and supplemental medwatch 3500a form will be submitted. Complaint info was provided by stryker.